Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) check with customer and confirmed that when users try to boot the computer first thing in the morning, they find that the computer does nothing, no screen or power button is turned on. On further troubleshooting, the fse found that internal unit of the pdu is found to be defective (fan & tray power supply). Fse replaced the pdu fan & tray power supply but since this fault has been repeated twice in 15 days fse contacted the nss. On further investigation the fse identified that after several incidents in which the main power supply unit of the equipment has been affected due to several power cuts in the hospital. To resolve the issue, the fse replaced the pdu unit, performed the mechanical change of the unit, made electrical connections and adjustments. The defective part was sent for analysis, for pdu fantray and dcps failure was found and the failure was found to be defective ac/dc supply, psu's mains input cable, fan tray interconnection board and axial flow fan dc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.